Manufacturer narrative:
On (B)(6) 2017 conclusion: the power management (pm) pcba was tested and no failures were identified. Conclusion: the determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: due to no part returning for failure investigation the root cause of the reported issue could not be determined.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the backup battery fails. If a loss of power occurs during use it could cause the unit to shut down. No patient harm reported.

Manufacturer narrative:
On 5/8/2017 device evaluation & resolution: the fse evaluation found the battery is being seen by system but not charging. The device fan would start and stop when new battery installed. The fse replaced the battery and pm pcb to resolve this issue.